Event description:
On january 22, 2012, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the ok button was sticking. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was out of warranty. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was unresponsive to button presses. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-device evaluation:the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the keypad buttons were under responsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the battery compartment was observed to be cracked. Additionally, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.